Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2024, the parent reported that the recipient suffered from a minor ulceration and scalp pain near the right implant. The recipient was advised not to wear the external device and disinfect the wound. Despite a month of treatment, the recipient_s issue remained unresolved. The recipient was explanted for further treatment of the skin flap.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted, which is as expected as the device was explanted due to a wound over implant area that did not resolve after a month treatment and not wearing the external device. No reported signs of infection, and no trauma or risk factors that would increase the risk of skin problems. With the available information device contribution to the reported skin problems cannot be excluded. This is a final report.

Event description:
In march 2024, the parent reported that the recipient had a minor ulceration and scalp pain near the right implant. The recipient was advised not to wear the external device and disinfect the wound. Despite a month of treatment, the recipient_s issue remained unresolved. The recipient was explanted for further treatment of the skin flap.